Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg/ml, 1,000 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had health complications and was in hospice for several months. The patient was due for a refill on (B)(6) 2020 but the patient's daughter did not bring her to refill. The patient's daughter felt it was not necessary. The environmental, external or patient factors that may have led or contributed to the issue was "non-compliance refill". No diagnostics or troubleshooting was performed. No interventions or actions were taken. The issue was resolved at the time of this report. The patient's status was deceased on (B)(6) 2020. There was no allegation that the death was caused or related to the device/therapy.